Manufacturer narrative:
At this time, no further information has been communicated. If new deatils are received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine clinical follow-up, lead impedance values with this product were less than expected. The patient was instructed to return after two weeks, at which time loss of capture was confirmed. An x-ray failed to show conductor damage; however, the physician elected to schedule a lead revision. No adverse patient effects were reported.